Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis and increased gradient could not be confirmed, but progression of disease may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2.5 months post implant of a 23mm sapien xt valve within a stenosed 21mm magna ease surgical valve, the patient was symptomatic and had an increased gradient of 54mmhg. The perceived cause for the increased gradient was stenosis. The patient underwent open avr and both valves were explanted. At the time of the report the patient was stable.